Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient had both of the scs system leads replaced and the reported issue addressed.

Event description:
Related MFR report: 3006705815-2021-02826. It was reported during a meeting with the patient, upon examination of the patient's scs system one lead was found with high impedance. The abbott representative attempted reprogramming the system, but was unable to obtain effective stimulation coverage for the patient. Surgical intervention may be necessary to address the issue.